Event description:
The patient reported charging issues between the implant and external equipment shortly after having an MRI. An advanced bionics representative performed device evaluation. The problem was confirmed. Labeling indicates exposure to MRI may cause permanent damage to the implant. Explant surgery has been recommended.